Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the delivery system was mechanically damaged with the flat wires exposed from shaft. The analyst noted that the delivery system received with out the device. Visual inspection found that the tip was deformed and that prevents to retract the device back into the cup. The shaft visible damage at distance 5 cm with tool marks and incomplete cracking form the inside of the shaft.there was flat wire exposed from shaft at distance 3.5 cm. /measured from the distal tip.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, during recapturing, the ipg was successfully docked with the recapture cone while pulling the tether. Then, the deployment button was pressed down, but the device was caught before being retracted into the cup, and therefore the physician gave up on retrieving the ipg into the cup. The delivery system was retracted, as is into the introducer and removed out of the patient¿s body. When examined, the edge of the cup was deformed. When the deformation was corrected to some degree and retraction was attempted outside the patient¿s body, the device was retractable. Nonetheless, the physician judged the condition as risky, dis-continued using the system and replaced it with another one. No patient complications have been reported as a result of this event.